Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one photo and one device. The visual inspection of the returned photo noted a fully formed clip and an unformed clip improperly loaded in the jaws. The instrument was received partially applied with two remaining clips. The distal end of the channel cover was intact. Microscopic inspection of the jaws revealed acceptable jaw co-planarity. A fully formed clip and an unformed clip were jammed in the distal end of the channel. Functionally; the jammed clips were removed. The instrument was then first test fired twice in air so that the clip formation could be observed. The jaw and handle moved smoothly through the firing cycle and returned to the open position. Each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaws from approximating. The instrument was disassembled to reveal the ratchet assembly was damaged. A review of the device history record indicates the product was released meeting all manufacturers¿ quality release specifications at the time of manufacture. Replication of the reported condition may occur when the device is not allowed full retraction of the instrument's handle before an attempt to form the next clip. Causing damage to the ratchet and resulting double indexing of clips or misloading of the clip. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a deep inferior epigastric perforators breast reconstruction, while applying the clip on a small vessel, the surgeon was able to squeeze the handle of the clip applier but he wasn't able to fire the clips how they should be fired. They used a new clip applier to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a deep inferior epigastric perforators breast reconstruction, while applying the clip on a small vessel, the surgeon was able to squeeze the handle of the clip applier but he wasn't able to fire the clips how they should be fired. There was no patient injury.